Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera ii colonovideoscope. Between (B)(6) 2022, and (B)(6) 2022, the scope tested positive for greater than one (1) colony forming units (cfu) of escherichia coli (e. Coli). Between (B)(6) 2022, and (B)(6) 2022, the scope tested positive for greater than one (1) cfu of bile-tolerant gram-negative bacteria. An evis exera iii gastrointestinal videoscope tested positive for escherichia coli (e. Coli) and bile-tolerant gram-negative bacteria as well. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier: (B)(6) .

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Please see the updates in d8, d9, h3, h4, h6, and h10. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is detergente enzimático. The steps performed in pre-cleaning were aspiration of water through the instrument/suction channel, flushing channels of the air/water channel and auxiliary water channel. The detergent used for manual cleaning was detergente enzimatico and the brushed points were the instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/area around the elevator. The model name of the bushes used for manual cleaning was marca no olympus. Manual disinfection was not performed. The model name of aer/ewd and chemicals was soluscope. The device is stored in a simple cabinet without any drying function. The endoscope was not sterilized. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.